Manufacturer narrative:
The investigation was completed to determine the cause of this reported event. The arm 2 inner distal set-up joint (suj) was analyzed and found to trigger 23008 error when installed on an in-house system. The unit also failed the tornado twang test. Error 23008 was also observed in the error logs. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 2 had a recoverable error, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the arm 2 inner distal set-up joint (suj) to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However the analysis is not yet completed. Follow up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that arm 2 had resistance, and would not move when the instrument clutch was pressed. The intuitive tech support engineer (tse) viewed the system event logs and noted error 23008 occurred. The tse asked the site to perform a power cycle, but the issue remained. The staff then noticed that the arms were colliding, but after adjusting the surgeon stated that the issue remained. The surgeon decided to complete the case with 3 arms. There were no reports of patient injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.